Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and the insulin pump had an insulin flow blocked no delivery alarm. Blood glucose level at the time of the incident was 428 mg/dl. The customer stated that they did not know how to clear the alarm. Customer stated that the insulin exited. The customer was advised to change the entire infusion system. The pump will be returned for analysis.